Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was hemodynamically stable with orotracheal tube 7.5 fixed in 26cm. There was a leak with the device- pneumo taponador pressure was checked. Insufflation was performed with 10cc syringe 3cm of air and it went well. After a while, it was observed that the balloon gradually lost pressure. At approximately two seconds there were signs of gurgling. The orotracheal tube was checked; found to be in a good position. The patient's outcome was unknown.